Event description:
It has been reported to philips that the allura xper fd20/10 & allura xper fd20/20 system would not completely boot up. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) has remotely analyzed issue and confirmed that the system was not booting. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The remote service engineer informed the field service engineer to replace the flexvision pc, but the service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome.